Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken driver tip. Complaint form sent. Per complaint form: on monday, (B)(4), dr. (B)(6) was implanting a screw when the tip of the poly axial screw driver broke off. The screw was removed and a new screw was implanted with a new driver without any issues.

Manufacturer narrative:
(B)(4). Device was not returned to the complaints handling unit (chu) for evaluation. Neither device sample nor the tracking number was provided since the alert date of december 7th, 2016. Should more information and/or the device sample become available at a later date, this complaint file will be reopened and device will then receive a full evaluation. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined without the return of the device. As there have been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.